Event description:
It became known that a patient is deceased. Review of the manufacturer's database indicates the patient died approximately ten months post the implant of a dual chamber implantable pulse generator (ipg) system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. A cause of death was requested and not received.